Event description:
Patient was placed in restraint roll belt as patient had attempted to get out of bed multiple times, 4 side rails up. Restraint placed on immovable part of bed. However, patient found at later that day on the floor, still in roll belt, face was blue and patient had expired. Patient expired with restraint roll belt on. It is unclear whether restraint contributed to death.